Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a persistent red x on the device that was not resolved by replacing the battery. There was no pt involvement.